Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report post procedure, the patient experienced had heart failure, clip embolization occurred requiring surgery. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with grade 4. Three clips were implanted (one xtr clip and two ntr clips), reducing mr to 1-2. Imaging had been difficult due to the rotated heart, small left atrium and short distance between tee probe and valve on (B)(6) 2021, the patient presented with worsening heart failure symptoms; dyspnea and increased mr of grade 4. The patient was re-hospitalized and it was noted that the xtr clip had embolized to the apex of the heart and the two ntr clips had single leaflet device attachment (slda). The clips had detached from the posterior leaflet. On (B)(6) 2021, the patient had open heart surgery for mitral valve replacement and the clip was successfully removed from the apex. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the complete clip detachment (ccd) and poor imaging resolution could not be replicated under the testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported for this lot. All information was reviewed, and the cause for the reported ccd could not be determined. The poor imaging resolution appears to be due to a combination of patient and procedural conditions. The reported heart failure appears to be due to procedural conditions related to the ccd. The reported dyspnea appears was related to heart failure. The foreign body in patient, embolism, and mitral regurgitation (mr) appears to be procedural effects related to the ccd. The surgical intervention and hospitalization were results of case specific circumstances. The reported patient effects of foreign body in patient, heart failure, embolism, dyspnea and mr as listed in the instruction for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.